Event description:
It was reported that the patient presented to the emergency room due to experiencing presyncopal symptoms and a rhythm of 40 beats per minute. Review of the stored electrocardiogram revealed, the atrial lead exhibited loss of capture. No intervention was reported. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.